Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gp143r - elan 4 1-ring diamond burr d1.0. According to the complaint description, the product broke. This occurred while drilling pilot holes for spinal implants. Sparks had occurred upon contact with implant. . The broken piece was found, and postoperative x-ray results revealed no remaining fragments. An additional medical intervention was required. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual examination: the diamond burr is broken at the distal end. There are occasion colors at the shaft visible. Deep grooves (machining marks) can be seen in the drill shaft at the point of breakage. In addition, there are residues on the shaft visible. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event had been considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event had been based on the patient harm, additional medical intervention. Conclusion/preventive measures: the reported damage of the product could be confirmed. Since the batch history review did not show any deviations in product realization, a production and design related root cause can be excluded. The discoloration visible on the shank indicates very high heat. The drill shaft was in contact with a harder material during use. The cause is usage-related. The customer also described that they most likely came into contact with the implant and this was the cause of the breakage. This is confirmed by the investigation. Based upon the investigation results, a CAPA is not required.